Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 604 mg/dl; suspected cause was due to air bubbles in the cartridge. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 1/1/26 with the issue resolved and no permanent damage.